Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high eosinophils (eos), results generated by the coulter hmx hematology analyzer with autoloader for one patient. The erroneous results were not reported outside the laboratory a manual differential was performed and recovered a lower eo% result, which also matched the patient history. Patient result data are not available. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc are run twice per day and are within specification with respect to controls (accuracy) and reproducibility (precision). Raw data are not available. A bci field service engineer (fse) replaced parts related to the differential results and verified the instruments operation. The root cause for the erroneous high eo% results is due to subsequent parts related to the differential that were adjusted and replaced during instrument servicing for this event.